Manufacturer narrative:
Follow-up received on 26-jul-2016. Follow-up attempts have been completed, with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who got pregnant with essure (fallopian tube occlusion insert). She had the baby through c-section. Upon follow up it was clarified that the reason for c-section was the breech presentation and previous c-sections. The doctor said that the essure coil went through the tube and was laying on the bowel (initially interpreted as perforation, but later interpreted as device dislocation into abdominal cavity). Device dislocation and pregnancy with contraceptive device are serious due to their medical importance and are listed in the reference safety information for essure. The event c-section, initially extracted and considered serious and unlisted was replaced by the event breech presentation which is non-serious and unlisted. In this case, consumer got pregnant about 2 years after essure insertion. It was reported that the doctor cut the coil and then did a bilateral tubal sterilization after noticing that a fallopian tube perforation occurred. However, in follow up, physician stated that no perforation occurred. In this case, the exact date and mechanism of device dislocation into abdominal cavity were not known. Considering the nature of this dislocation, a causal relationship with suspect insert cannot be excluded. With regards to c-section, in follow up it was clarified that it was due to breech presentation and previous c-sections. Therefore, the c-section was no longer considered an event. This case was regarded as incident since a device removal was required. According to the product technical complaint, no product quality defect was confirmed. Therefore a relationship between the reported medical events, the reported lack of efficacy and a quality defect is excluded. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up received on 15-feb-2016 date of birth and age were updated (she was (B)(6)). She gave birth on (B)(6) 2014. Follow-up information received on 17-mar-2016 from physician (essure pregnancy questionnaire): patient's medical history included: myomectomy, c-section (two), uterine disorder (unreadable), gravida 5, para 3 and 2 spontaneous abortion. On (B)(6) 2012, essure was easily inserted. Patient was not in post-partum state. Cervical dilatation and analgesia (IV sedation/ toradol) were applied during insertion. No sounding was applied. It was denied: fluid loss more than 1500cc and procedure taking more than 20 minutes. In (B)(6) 2014, an attempt to hsg (hysterosalpingogram) was performed: could not cannulate cervix; not completed. Patient was lost to follow-up. In (B)(6) 2014, a blood test confirmed pregnancy. On (B)(6) 2014, ultrasound confirmed pregnancy. Patient delivered via c-section with no complication at (B)(6). Apgar score was 9 and 9. Tubal ligation was performed. Essure was found lying in small bowel. No perforation. No injury. Essure was easily removed. Correction performed on 22-mar-2016 based on information received on 17-mar-2016: case was not considered medically confirmed. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who got pregnant with essure (fallopian tube occlusion insert). She had the baby through c-section. The doctor said that the essure coil went through the tube and was laying on the bowel. All these events are serious due to their medical importance and are listed, except the event c-section, in the reference safety information for essure. In this case, consumer got pregnant about 2 years after essure insertion. It was reported that the doctor cut the coil and then did a bilateral tubal sterilization after noticing that a fallopian tube perforation occurred. In this case, the exact date and mechanism of fallopian tube perforation were not known. Considering the nature of the events, except for c-section, a causal relationship with suspect insert cannot be excluded. With regards to c-section, the exact medical reason for the procedure was not specified. However, patient had 2 previous c-sections, which were likely the reason for this procedure. Thus, a causal relationship with suspect insert can be excluded. This case was regarded as incident since a device removal was required. According to the product technical complaint, no product quality defect was confirmed, therefore a relationship between the reported medical events, the reported lack of efficacy and a quality defect is excluded.

Manufacturer narrative:
Follow up information received on 28-apr-2016 from physician: the reported reason for c-section was breech presentation and previous c-sections. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who got pregnant with essure (fallopian tube occlusion insert). She had the baby through c-section. Upon follow up it was clarified that the reason for c-section was the breech presentation and previous c-sections. The doctor said that the essure coil went through the tube and was laying on the bowel (initially interpreted as perforation, but later interpreted as device dislocation into abdominal cavity). Device dislocation and pregnancy with contraceptive device are serious due to their medical importance and are listed in the reference safety information for essure. The event c-section, initially extracted and considered serious and unlisted was replaced by the event breech presentation which is non-serious and unlisted. In this case, consumer got pregnant about 2 years after essure insertion. It was reported that the doctor cut the coil and then did a bilateral tubal sterilization after noticing that a fallopian tube perforation occurred. However, in follow up, physician stated that no perforation occurred. In this case, the exact date and mechanism of device dislocation into abdominal cavity were not known. Considering the nature of this dislocation, a causal relationship with suspect insert cannot be excluded. With regards to c-section, in follow up it was clarified that it was due to breech presentation and previous c-sections. Therefore, the c-section was no longer considered an event. This case was regarded as incident since a device removal was required. According to the product technical complaint, no product quality defect was confirmed. Therefore a relationship between the reported medical events, the reported lack of efficacy and a quality defect is excluded.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5056760) in united states on 22-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. Additional information received on 15-nov-2015 (ptc investigation result). Concomitant medication included centrum women. Her doctor office did not do her follow-up until 2014, which they told that from the looks of everything the product was in there correctly. In 2014 she found out that she was pregnant. When she had the baby in 2014, through a c-section, the doctor said that the essure coil inserted in the right went through the tube and was laying on the bowel. At that time, he cut out the coil and then did a bilateral tubal sterilization. The left coil was still inserted in the tube. Explanted date was reported as (B)(6) 2014. Other serious (important medical event) was mentioned but not specified and/or assigned to one of the events. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm arty quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events, the reported lack of efficacy and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and got pregnant with essure. She had the baby through c-section. The doctor said that the essure coil went through the tube and was laying on the bowel. All these events are serious due to their medical importance and are listed, except the event c-section, in the reference safety information for essure. In this case, consumer got pregnant about 2 years after essure insertion. It was not reported whether the baby was born healthy. It was reported that the doctor cut the coil and then did a bilateral tubal sterilization after noticing that a fallopian tube perforation occurred during delivery. In this case, the exact date and mechanism of fallopian tube perforation were not known. Considering the nature of the events, except for c-section, a causal relationship with suspect insert cannot be excluded. With regards to c-section, no medical reason for the procedure was reported and since it is a surgical procedure for delivery, a causal relationship with suspect insert can be excluded. This case was regarded as incident since a surgical intervention was performed and explanted date was reported. According to the product technical complaint, no product quality defect was confirmed, therefore a relationship between the reported medical events, the reported lack of efficacy and a quality defect is excluded. No further information is expected.